Event description:
Event description cpi received information that during an implant procedure this bipolar tined lead (0010) was nicked, and they attemped to repair it, and were unsuccessful. The removed the lead and implanted another (0010).